Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the clip remained open after deployment. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Other (clip, failure to close). The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date and expiration date are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.